Event description:
It is reported that, the surgeon was inserting the pin through the appropriate cannula in the antegrade nail. When the pin reached the nail, the end of the pin where the threads meet the smooth shaft broke off into the pt. The pin was removed, however the broken tip with threads remained in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete. Eval summary: it is not known how the pin was used or how many times it was used over its potential field age of approx seven months at the time the fracture occurred. If the guide pin was subjected to off-axis loading, causing high bending moment loads, then the resulting high stress could have caused the pin to break at the minor diameter of its threaded tip. However, based on the info provided, a definitive root cause could not be determined. Eval: as returned, the shaft of the threaded pin showed mostly spiral and some concentric tool marks near the fractured tip and concentric tool marks in a second area between 7.75 n the 7.5 in from the driving end of the threaded pin. Device history records indicate all components were manufactured and inspected to spec. Sem analysis revealed two distinct regions: an outer parameter region which exhibited fatigue striations and ratchet marks, and a ductile dimple region at the center.